Event description:
Reported through long term clincial study follow up: patient expired approximatley 134 months post implant due to congestive heart failure secondary to cardiomyopathy. Information from the patient's son indicated that the patient had "a leaking valve" and two strokes last year. Additional information from a healthcare professional and/or a copy of the death certificate was requested but not received.